Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the nibp module board. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device failed self test for nibp. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.